Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty to make connection with the ipg to charge. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The explanted ipg was not returned.